Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, during implantation of the subject pacemaker on (B)(6) 2019, the measurements performed in the operating room were normal. During the follow-up performed after the implantation, absence of ventricular pacing was observed. The ventricular lead impedance was measured at 500 ohms with a sensing at 5 mv. A re-intervention was performed on (B)(6) 2019 since the patient has an av block. Since no issue was observed on ventricular lead, it was decided to change the pacemaker.

Manufacturer narrative:
Please refer to the updated attached analysis report.

Event description:
Reportedly, during implantation of the subject pacemaker on (B)(6) 2019, the measurements performed in the operating room were normal. During the follow-up performed after the implantation, absence of ventricular pacing was observed. The ventricular lead impedance was measured at 500 ohms with a sensing at 5 mv. A re-intervention was performed on (B)(6) 2019 since the patient has an av block. Since no issue was observed on ventricular lead, it was decided to change the pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during implantation of the subject pacemaker on (B)(6) 2019, the measurements performed in the operating room were normal. During the follow-up performed after the implantation, absence of ventricular pacing was observed. The ventricular lead impedance was measured at 500 ohms with a sensing at 5 mv. A re-intervention was performed on (B)(6) 2019 since the patient has an av block. Since no issue was observed on ventricular lead, it was decided to change the pacemaker.